Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 2oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed an error code auxiliary alarm supply failed (e/c 1125,111b, 1105, 1104 and 1115). The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19oct2018. Date of manufacturer: 19oct2018. The customer replaced the defective motor controller board and power management board to address the reported problem.

Manufacturer narrative:
Date of report: 18dec2018. Date received by manufacturer: 07dec2018. The motor controller (mc) printed circuit board assembly (pcba) was returned to the fi(failure investigation ) lab for evaluation. Visual inspection of the motor controller (mc) pcba revealed no evidence of damage or contamination. Operational testing was performed and the test ventilator did power up and deliver breaths. The test ventilator powered up and no error codes were generated. Testing was completed and no failures were identified.